Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3886, lot# l92750, implanted: (B)(6) 2001, product type: lead. (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) implanted for urinary dysfunction/sacral nerve stimulation. It was reported the patient was implanted due to urinary retention in (B)(6) 2001. In may 2002 they had a lead revision. There were no further complications that have been reported as a result of this event.